Event description:
On 06/11/1999, the manufacturer's sales rep. Was present at the facility for the procedure. When the scrub tech went to get the tunneler for the doctor she noted that the tunneler was not in the kit. Another kit was opened and the tunneler was used for the procedure. The device and components from the first kit were utilized procedure and the remaining components from the second kit were discarded. No product is available to be returned to the MFR. No further details are available.